Event description:
The customer reported that when the op check test was run the device failed the pads test. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that when the operational check test was run the device failed the pads test. There was no reported pt involvement. Philips evaluated the device and verified that the operational check test had failed a single time. The reported symptom could not be recreated. The device passed all performance assurance test and was returned to the customer.